Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A field sales account manager reported that on behalf of the customer that on (B)(6) 2018, a (B)(4) standard knob assembly snapped off from the a2600r mayfield spine table adaptor radiolucent and some of the screw was lodged in the a2114 mayfield infinity xr2 skull clamp. The device was in contact with the patient. It was unknown if there was any patient injury. There was a surgery delay of an hour. Revision or medical intervention (not specified) was also required. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The failure mode was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Failure analysis to identify root cause confirmed complaint event. Device received with broken knob. Integra life sciences thoroughly investigated the complaint event. This investigation included outsourced material testing, stress engineering and fractography. The consensus of investigation finds the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied. To prevent reoccurrence integra pd has implemented alternate radiolucent materials for knob to increase durability.

Event description:
N/a.